Event description:
The pt experienced a warm sensation at the neurostimulator (ins) site and the ins was turning on and off on its own. He also experienced overstimulation with positional changes when the device was off. These issues started on (B) (6) 2010 when he was turning on the tv that was across the room and when he drove his car. He fell on (B) (6) 2010. The pt displayed very erratic behavior and was seen by his physician on (B) (6) 2010. His impedance measurements were normal. The group impedances were 1137 ohms. His stimulation was on approximately from 2:15 - 4am which he did not do. There were 25 instances of stimulation being turned on and off for very short durations between 8am and 3pm on (B) (6) 2010. The warm sensation at the ins pocket occurred when his device would turn on. He also felt stimulation when his pt programmer indicated that his stimulation was turned off. He has not recharged his device since implant. He received a "bad battery." The company rep confirmed that his device was checked. His ins was off when the pt thought it was on. He requested the system be replaced and was scheduled for a complete system replacement. His ins was replaced. There were no surgical complications and the pt recovered without sequela.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.